Event description:
(B)(4). My life after having essure in has been turned up side down I did not even know what was happening to me until 9 weeks ago when I saw a post on (B)(6) about this and when I read the symptoms I just cried because I have been through hell sense they were put in 5 years of hell going on 6 and what really bothers me is I wanted my tube tide and my dr suggested essure and I was not aware of bad effects I am bipolar manic depressive and ocd was on meds that worked and now the dr's can't find anything that will work I have been in mental hospital 2 times tried to commit suicide 4 times with pills back problems, brain thinking problems, memory problems , head aches and I get worse every day my whole life has changed I was healthy fit and active mother of 4 children and 2 grand children and now I am so tired all the time all I want to do is sleep my children have suffered from this greatly they basically have no mother